Event description:
It was reported that customer experienced difficulty with wake button because t button on pump was no longer working and was later found to be missing, preventing any functional testing of pump. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation and received replacement pump, but no additional information was received regarding any further actions or outcome of event.